Event description:
The affiliate stated the customer reported non-reproducible and elevated troponin I (access accutni) results, within the risk stratification, for two patients, involving the access 2 immunoassay system used in conjunction with the access accutni assay and calibrators. This report references the first patient. The elevated result did not correlate with the patient¿s clinical status. Four hours later, a second sample from the patient, analyzed on the same instrument, generated a lower result that correlated with the patient¿s clinical presentation. The customer then sent the original sample to a reference laboratory, analyzed four times, and produced lower results within the normal reference range. The original sample was also retested four times on the original instrument and generated higher results, primarily within the risk stratification range. The original elevated result was released out of the laboratory. As a result, the patient was admitted to critical care unit. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The laboratory has a troponin cutoff value of <0.06 ng/ml. The patient¿s samples were collected in 12x75mm plasma separating tubes and centrifuged at 3,200 rpm (rotations per minute) between seven and ten minutes, at room temperature and filtered into a 0.5 ml cup. All levels of quality control (qc) recovered within the laboratory¿s established ranges on the date of the event. Assay calibration and routine system checks passed within specifications prior to the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered several "ultrasonic surface detection failed while lowering probe" errors in the instrument's event log, and noted the transducer voltage was low and out of specifications (197 ± 3). The fse replaced the pipettor and adjusted the transducer voltage to be within instrument specifications. The fse verified system verification; all test results were within the assay and instrument specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, hardware malfunction is the likely cause of this event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00718.